Event description:
Technical services received a call on (B)(6)2012. Caller reported >2500 ohm clinical event, measured >3k on the rv impedances. On (B)(6)2012, inappropriate shock 23j. Lead noise on the pace/sense channel. There were two additional diverted episodes. Revised lead at (B)(6) medical center. Lead was capped. Physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).